Event description:
This patient had placed bilateral breast implants after sucutaneous mastectomies. The patient developed burning in the chest,. She has asthma, bronchitis, arthritis of the hips, irritbale bowel syndrome, headaches, chronic fatigue and a dry mouth. A periprosthetic capsulectomy with removal of the implants was performed. On the right side the saline compartment was ruptured and on the left the double-lumen was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.